Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a moderate calcified right common femoral artery was attempted using proglide devices with a 6f sheath after a left superficial femoral artery interventional procedure. Reportedly, there was no suture present when the plunger was removed with the first device. The second device also had no suture when the plunger was removed. When the device was backed out from the patient the suture snapped in half. In addition, when analyzing the device, it was noticed the device was missing a foot. Although no angiogram or other type of imaging was performed to confirm whether or not the foot was in the patient, there were no patient adverse effects. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.